Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer had the pump place underneath clothing and the speaker vents may have been blocked. Customer removed pump and after a period of time, the alarm cleared. Customer's blood glucose was 102 mg/dl.